Event description:
Boston scientific received information that this patient was found unconscious at home. The patient fell at home and received a severe head injury with intracranial bleeding and a skull fracture. The patient was brought to the hospital where there intracranial pressure was relieved with surgery. The patient remains under anaesthesia and intubated. It was concluded the patient's fall was a result of pacing inhibition. Additionally, the right ventricular (rv) lead exhibited impedance measurements greater than 2500 ohms and loss of capture. As a result, the lead was surgically abandoned and the device was explanted and discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.